Event description:
It was reported that the pump was "shutting down and restarting" and the reporter wasn't sure if it could be a motor stall or reset at the time. The patient was having withdrawal type symptoms. It was later reported that the pump was explanted and replaced on (B)(6) 2012 due to several intermittent confirmed motor stalls. The patient outcome was reported as "recovered without sequelae." The medication in the pump was bupivacaine and sufentanil. It was noted that after the pump was explanted, per the logs, the pump reset and was in a safe state on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). Final analysis of the pump found a pump motor feed thru anomaly.